Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the supra core was to be used in an unspecified lesion. Resistance was met advancing and retracting the guide wire through the catheter and sheath. When the guide wire was removed at the end of the procedure it was noted the tip was unraveled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the supra core was to be used in an unspecified lesion. Resistance was met advancing and retracting the guide wire through the catheter and sheath. When the guide wire was removed at the end of the procedure it was noted the tip was unraveled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported unraveled tip was confirmed. The reported difficulty advancing and difficulty removing the catheter and sheath over the guide wire could not be confirmed due to the observed stretched and separated coils. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and difficulty removing guiding catheter and sheath over the guide wire include, but are not limited to, inner diameter of the catheter and sheath, device support, buildup of procedural contaminants, challenging anatomy, user technique and/or damage to the catheter or sheath or guide wire which likely led to the reported unraveled tip and observed damages to the distal core and coils. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.